Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture confirmed by imaging. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and weight to the spec. Cloudy was observed after autoclave disinfection process. No openings observed in the device. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare provider reported a right side rupture confirmed by imaging. The device has been explanted and replaced.